Event description:
It was reported that a patient underwent a spinal procedure on an unknown date and suture was used. An immunologist is now seeing this patient who may have reacted to the suture. The reactions appear to be delayed type hypersensitivity. Patient also has contact dermatitis to various adhesives. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: I have spoken with dr (B)(6). He did not perform the initial spinal procedure on the patient himself, but following the patients hypersensitivity reactions, she was referred to dr (B)(6) for further follow up. As such, dr (B)(6) has given me as much information as he has available, but it is somewhat limited. I have requested he provide me with the name of the surgeon who initially operated on, and referred, the patient. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. Yes ¿ drainage of the surgical site was performed. Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. The cause of the reaction was assumed to be bacterial infection, thus the patient was put on antibiotics. Initially she received vancomycin and cefepime, but after having an allergic reaction to what they believe was cefepime, they changed her course of antibiotics to meropenem and clindamycin. The dose and route of administration are not known since the patient was not in the direct care of dr (B)(6) at the time. Additionally, the suture strand was cultured to check for microbial colonization, and was found to be sterile, thus bacterial infection was eliminated as causation. It was reported the patient also has contact dermatitis to various adhesives, can you please provide the brand name of the adhesives used? Since dr (B)(6) did not apply the bandages, this information is not known, however he asserted that any bandage or band-aid that has adhesive causes the patient to develop a rash. If the brand is ethicon, what are the product code and lot number of the adhesives/suture used? Dr (B)(6) believes ethicon monocryl suture was used. Since the procedure was done at the northern beaches hospital, I can confirm that they do not hold any stock of monocryl plus, and thus there is no chance of having the irgacare mp coating on the suture. I do not have the product code or lot number available. I believe additional ethicon sutures of different compositions may have been used in deeper tissue layers than the skin, however dr (B)(6) does not have any information on what other products may have been used. I will follow this up further with the initial surgeon if dr (B)(6) provides me with their name. What is the current status of the patient? The patient is stable and recovered from skin symptoms within a couple of days. Did the event occur during one or multiple patient procedures? The event has only been known to occur in a single patient. What is the total number of procedures? 2 procedures: the initial spinal surgery, and the drainage of the surgical site. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Please provide the onset date/time of the reaction from the initial procedure. Please describe any medical intervention required to treat the patient condition including medication name and results. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? Related medwatch reports: 2210968-2022-06544, 2210968-2022-06545, 2210968-2022-06547.